Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that after the plates were in place and the bite was checked, the maxillary midline was misaligned. As a result, the custom plates were removed and replaced with stock plates.

Event description:
No new information.

Manufacturer narrative:
Additional information: d4, d6a, h4, h6. The reported operative difficulties were confirmed based on provided post-op scans. The patient underwent a complex jaw surgery involving tmj replacement, lefort, and genioplasty, during which a discrepancy between the tmj model and the case report raised concerns that were resolved by clarifying design adjustments. However, during the procedure, the left tmj joint likely dislocated, undetected due to closed incisions, leading to a misaligned maxillary midline and prompting the surgeon to remove custom plates and use stock ones; a revision surgery with newly designed plates later corrected the issue successfully. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.